Event description:
Additional information was received that reported that the patient had a new system implanted. It was noted that the patient fell on her device 2 times and the device was damaged after the second fall. It was stated that the patient is now receiving effective therapy.

Event description:
It was reported that a patient experienced a loss of therapeutic effect and no stimulation following a fall. It was stated that the patient fell on her back 8 months ago and stimulation had not been working since that time. Further information has been requested, but was not available at the time of this report. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 3889-28 lot# v569218, implanted: 2010 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).